Event description:
Reportedly, the defibrillator charged, but did not discharge energy to the patient. This allegation was based upon the observation that the device would not respond to activation of the shock switch.